Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on bus. A field service engineer (fse) inspected the drawer, identified the module interface board issue. The fse returned to replace the pyxibus module controller board. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failing and could not be recovered. The customer attempted to perform a drawer recovery; however, an error message was displayed on the screen. The customer also powered off the station, unplugged the power cord, waited for a few minutes, and then powered the station back on, but the drawer still could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.